Manufacturer narrative:
Reported issue was inadvertently filed twice. Issue initially reported under manufacture report # 3013756811-2019-01317.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer had an alternate form of insulin therapy.